Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed error message code "cannot dump" on the monitor screen while performing defibrillation self test. The complaint indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Customer sent device to a third party for repairs. The third party biomedical department found device to have moisture inside and corrosion on the p/d board. Zoll's technical service department verified the problem and has sent a warranty replacement. The device's p/d board was returned to zoll medical. Zoll's technical service department verified the problem reported by the customer.